Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. Approximately on (B)(6) 2023 the patient experienced inaccurate cgm values which occurred 4 days after the sensor had been inserted in the arm. The cgm was reading 45 mg/dl and the blood glucose reading was 600 mg/dl. The patient experienced nausea, dizziness, and loss of consciousness. Prior to losing consciousness, the patient self-treated by eating candy. The patient reported he went to the hospital, however, did not want to provide any additional details regarding the event. Patient was fine at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.